Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in hospital with a vagina swollen pocket. Device and lead were extracted. The patient was stable. Related manufacturer reference number: 2017865-2019-16031.